Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient started complaining of chest pain and coded. There were multiple lesions that were located in the right coronary artery (rca), but the distal lesion was the target lesion. The proximal lesion was 30% stenotic (20mm in length) and the distal lesion was 90% stenotic (10-15mm in length). A temporary pacemaker was first introduced into the patient at the beginning of the procedure. The physician used a 7fr guide catheter and a csi viperwire guide wire to access the lesion. A csi orbital atherectomy device (oad) was then loaded onto the guide wire. The physician attempted to advance the oad through the proximal lesion, but was unable to do so. The physician then began to treat the proximal lesion, but during the first run, the crown appeared to jump back into the guide catheter. The guide catheter was readjusted and the physician then completed two runs at low speed in the proximal lesion. The physician attempted to advance the oad to treat the distal lesion, but again was unable to pass through the proximal lesion. A third run at low speed was completed in the proximal lesion, but the patient began to complain of chest pain. Angiography revealed a perforation in the rca and the oad was removed from the patient. The physician advanced a 4.0mm balloon across the perforation to tamponade, but while inflating the balloon, guide catheter support was lost and wire access was lost. At this point, the patient coded and emergency measures were taken, but the patient expired. Three requests for additional information have been made, but none has yet been received.